Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that as a result of the inspection performed at a medtronic site in (B)(4), the reported event couldn't be replicated and was verified that the computer works properly. The inside of the computer was cleaned at the medtronic site and returned to the customer. It won't be returned for analysis.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that intra-operatively, during navigation, "no signal" was suddenly displayed. Rebooting was performed several times, but the computer was failed to start. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was no reported delay due to this issue.